Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that during a scheduled cardioversion, the wire sparked. The cardioversion performed flawlessly, however, the wire burned in to two from flashing. There was no harm to the pt.